Manufacturer narrative:
Patient identifier: the full patient identifier is (B)(6). Weight and ethnicity: the customer did not supply patient demographics such as weight, ethnicity or race. Device evaluated by MFR: the access high sensitivity troponin I reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assays issues were reported in conjunction with this event. Sample is serum, not collected in a rapid serum tube (rst); therefore, 30 minutes is the minimum clotting time recommended. Sample was collected at 6:50 pm and the result was obtained at 7:27 pm. Time to first result for the access hstni assay is 17 minutes. Sample was centrifuged for 10 minutes. Sample was not allowed to clot for 30 minutes (less than 10 minutes). Therefore, use error is the cause of this event. The customer did not follow the IFU and the clsi guidelines for preanalytical sample handling. The hstni instruction for use (IFU) document, part number c11440l, instructs users as follows: the role of preanalytical factors in laboratory testing has been described in a variety of published literature. To minimize the effect of preanalytical factors observe the following recommendations for handling and processing blood samples. Additionally, as per clsi [clinical and laboratory standards institute] guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests. 4th edition, the recommendations are to allow the tubes to stand upright, for a preset minimum period of time (e.g., 30 - 60 minutes) to allow for clotting, before centrifugation. In conclusion, preanalytical sample handling will be implicated as the likely cause for this event as the sample was not allowed to clot for the 30 minutes recommended. There is no evidence of a malfunction.

Event description:
The customer reported that a non-reproducible elevated troponin I (access high sensitivity troponin I) result had been generated on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)) for one patient sample. On (B)(6) 2021, the initial access hstni results for the first sample patient were 7.8 ng/l repeated at 7.5 ng/l and 6.9 ng/l and were not questioned. The same day, a second sample was tested with a non-reproducible false elevated result at 722.1 ng/l (result questioned) and was repeated at 9.0, 9.2 and 9.2 ng/l the following day. On (B)(6) 2021, a third sample was tested with normal hstni results (10.2 and 9.8 ng/l). The patient who had shortness of breath and chest pain was referred to cardiology as a nstemi [non-st segment elevation myocardial infarction] due to the high access hstni result obtained on the second sample. He received clexane treatment because of the elevated access hstni result (this information was received on 2jun2021). There was no further report of change to treatment. System check passed on (B)(6) 2021. Calibration passed on (B)(6) 2021, with reagent lot 922713 and calibrator lot 922309. Quality control (qc) was passing within the laboratorys established ranges. A precision study was run and generated results within expectations (cv=3.35%). Arcdata analysis for the csv data file provided was unremarkable and did not highlight a performance issue. The local support organization provided a troubleshooting checklist to identify the cause of this isolated erroneous patient result. Sample is serum, not collected in a rapid serum tube (rst); therefore, 30 minutes is the minimum clotting time recommended. Sample was collected at 6:50 pm and the result was obtained at 7:27 pm. Time to first result for the access hstni assay is 17 minutes. Sample was centrifuged for 10 minutes. Sample was not allowed to clot for 30 minutes (less than 10 minutes).